Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 29-jan-2019 from a healthcare professional who reported that the estimated surgery date to replace the pump was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 3mg/ml at 1. 0819mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. On 15-jan-2019 it was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. Per the event logs, 2 motor stalls occurred, one on (B)(6) 2019 @ 5:19pm and recovered on (B)(6) 2019 @ 12:40am and the second on (B)(6) 2019 @ 6:42pm and no recovery to date. The patient had been hearing the audible pump alarm and they wanted the pump programmed to off state. The pump off code was given and the reporter was assisted with pump off programming. There were no patient symptoms and no further complications were reported or anticipated.